Event description:
Customer reported not being able to test his blood glucose due to an error 708 appearing on his sof-tact meter display. Customer reported experiencing symptoms of dizziness. He reported going to hospital, where he was diagnosed with severe hyperglycemia and treated with insulin.

Manufacturer narrative:
The customer will not be returning their meter, so no investigation can be performed. However, should additional information be obtained a follow-up report will be filed.